Event description:
It was reported that the multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 234-271 mg/dl. Customer changed the pump supplies to address the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.